Manufacturer narrative:
Batch review performed on 10 march 2022: lot 2101757: (B)(4) items manufactured and released on 06-may-2021. Expiration date: 2026-04-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Other device involved: batch review performed on 10 march 2022: ball heads: cocr 01.25.011 cocr ball head 12/14 ø 28 size s -3.5 (k072857) lot 2011588: (B)(4) items manufactured and released on 02-mar-2021. Expiration date: 2026-02-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient had a primary hip surgery on (B)(6) 2020. On (B)(6) 2022, the patient came in reporting pain due to a dislocation of the head from the liner that was caused from falling. The surgeon revised the cup, head, and liner. The surgery was completed successfully. On (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.